Manufacturer narrative:
(B)(4) concomitant medical products: cell-dyn 4000 analyzer, list# 8h00-01, (B)(4). The cause of the cell-dyn 4000 vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn vent needles and replace with a new cell-dyn vent needle provided to the customer with the customer recall letter.

Event description:
The abbott sales representative reported the cell-dyn 4000 vent needle was bent. The cell-dyn analyzer history was checked where it was observed three cell-dyn vent needles were broken. The customer was advised to replace the vent needle and the issue was resolved. There was no impact to patient management.